Manufacturer narrative:
Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the shooter did not deliver the iol (intraocular lens) as supposed to because the haptic got stuck at the tip of the cartridge. Additional instruments were used to separate the haptic from the tip. No patient injury occurred, no consequences to the patient and lens was successfully implanted. No additional information was provided.